Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its drawer board was ruined. The customer reported drawer had medication spill and row tray affected. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height auxiliary drawer 6 experienced a medication spill that affected rowtray a, causing all rowtray lights to remain lit. A field service engineer (fse) investigated and removed the cubie pocket manually, revealing broken muscle wires in the full height tray. The rowtray was replaced, and the liquid spill was fully cleared. The device was rebooted and tested using diagnostics to confirm proper drawer functionality. All components were working correctly. The device was then rebooted into the es application, and the customer successfully inventoried the device without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its drawer board was ruined. The customer reported drawer had medication spill and row tray affected. There were no adverse events or injuries reported based on this event.